Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, after the right atrial lead was inserted in the device and tested, it exhibited high capture thresholds and high impedance. A fluoroscopy was performed, and it was noted that the lead had slightly moved. A stylet was inserted to attempt to re-position the lead however, the lead came back to the shoulder and was then removed. The lead was not replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.